Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio alarm due to shorted lcd driver board. The insulin pump was unable to verify frozen screens or button keypad anomaly due to blank display. The keypad assembly was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that while changing his infusion set the insulin pump alarmed; the customer was unable to clear the alarm due to a keypad anomaly. The patient's blood glucose at the time of incident was 118 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer's daughter did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.